Event description:
Once off pump, the cardiac sump on co2 suction was being pulled out from inside the pt's chest through a small skin incision; the metal portion of the cardiac sump got uncoiled and the metal tip -a round metal tip about 5mm long and 4mm in diameter - got lost inside the pt's chest cavity; the surgical wound was explored; no missing tip was found; x-ray was taken; the metal piece was seen on the x-ray film, close to the pt's diaphragm; the attending radiologist confirmed the location of the missing tip; multiple attempts to locate the missing piece in the pt's chest failed; after a few more failed attempts, a fluoroscopy was used to locate the missing piece; the missing piece was retrieved from inside the pt's chest cavity.